Event description:
The area between the molded portion and the hard surface at the bottom where the teeth rest on has a split between the two layers after the first night of use. All instructions were followed as per the video and pdf.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.